Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after release criteria was met. The patient was placed on an anticoagulant regimen. At the 6-month routine follow up, transesophageal echocardiogram (tee) was performed, and no device related thrombus (drt) was noted, so the patient was placed on single antiplatelet therapy (sapt). At the 1-year routine follow up tee, a drt was found, and the patient was placed back on warfarin medication. The physicians plan to repeat contrast computed tomography (CT) scans every three months moving forward. It was noted that between the 6 month and 1 year follow ups, a kidney tumor was discovered, and surgery performed, leading to a possibly abnormal coagulation system during that time. It was further reported that the patient's kidney tumor was malignant. The patient has had hazy echocardiograms in the past. Chads-vasc score of 5 and has-bled score of 4. The drt was non-mobile, biased from limbus to the central screw of the closure device, and lamellar in nature.

Manufacturer narrative:
Initial reporter facility name:(B)(6) medical center. Information added.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after release criteria was met. The patient was placed on an anticoagulant regimen. At the 6-month routine follow up, transesophageal echocardiogram (tee) was performed, and no device related thrombus (drt) was noted, so the patient was placed on single antiplatelet therapy (sapt). At the 1-year routine follow up tee, a drt was found, and the patient was placed back on warfarin medication. The physicians plan to repeat contrast computed tomography (CT) scans every three months moving forward. It was noted that between the 6 month and 1 year follow ups, a kidney tumor was discovered, and surgery performed, leading to a possibly abnormal coagulation system during that time.